Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, e1, g3, g6, h2, h6, h11. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, underwent a revision approximately 18 years post implantation due to pain and ¿metal abrasions¿. The metal-on-metal head and cup were revised, and a new head, liner, and cup were implanted. Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported that the patient experienced a hip procedure on unknown date and subsequently underwent a revision surgery due to metal abrasion in metal-metal sliding pairs. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Metasulâ® duromâ®, component for acetabulum, uncemented, 62/ã¸ 56, code v item#0100214062 lot# 2342308/03. G2. Report source: switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, underwent a revision approximately 18 years post implantation due to pain and ¿metal abrasions¿. The metal-on-metal head, cup, and adapter were revised, and a new head, liner, and cup were implanted. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d10, g3, g6, h2, h3, h6, h11. D10. Metasulâ® duromâ®, component for acetabulum, uncemented, 62/ã¸ 56, code v item# 0100214062 lot# 2342308/03. Unknown adapter item# unknown lot# unknown. The durom cup and the large diameter head were returned for investigation. The articulating surface of the head exhibits some fine scratches and some electrocautery marks on one side. The bevel of the head shows some scratches and dents, but it is overall inconspicuous. The adapter could not be separated from the head, therefore the contact surface between the head and the adapter is not accessible for examination. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.